Event description:
It was reported that the right atrial lead had high threshold and was undersensing. Insulation damage was also suspected because the bipolar impedance was less than the unipolar impedance. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).